Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted.

Event description:
It was reported that bd vacutainer® k2e 10.8mg plus blood collection tubes underfilled. The following information was provided by the initial reporter: "vacutainer incomplete fill, lost vacuum pressure. Information from customer email on the 15th dec 2020: 'we have had a fourth incomplete fill on a 6ml edta vacutainer. I have called and discussed this with (B)(6) and we have come to the conclusion that we should log these with you, in the instance that there is a device deficiency. We will now proceed to provide you with the necessary information. As I sad at this stage I am not confident we have a deficiency, however, I will ask (B)(6) (l) to retrieve all 6ml vacutainers from our blood collection bags for you to pick up and arrange testing. We will use a box of devices opened today and notify you of any continuing problems. We kept 2 of 4, 6ml vacutainers that did not fully fill. We will retain these and also take photos for your records."

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd vacutainer® k2e 10.8mg plus blood collection tubes underfilled. The following information was provided by the initial reporter: "vacutainer incomplete fill, lost vacuum pressure. Information from customer email on the (B)(6) 2020: 'we have had a fourth incomplete fill on a 6ml edta vacutainer. I have called and discussed this with erin and we have come to the conclusion that we should log these with you, in the instance that there is a device deficiency. We will now proceed to provide you with the necessary information. As I sad at this stage I am not confident we have a deficiency, however, I will ask ash (l) to retrieve all 6ml vacutainers from our blood collection bags for you to pick up and arrange testing. We will use a box of devices opened today and notify you of any continuing problems. We kept 2 of 4, 6ml vacutainers that did not fully fill. We will retain these and also take photos for your records."